Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces and with a severely scratched display window noted. No button error alarm during testing. No ramping numbers noted on the display. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners and cracked display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were attempting to bolus when the error occurred. It was also found the numbers began to ramp up as if a button was stuck. Customer also reported a weak battery alarm occurring. The customer's blood glucose was 122 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.